Manufacturer narrative:
The device has not been returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the screw would not purchase in the bone and backed out after attempting to insert in the bone. The surgery was delayed.